Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k946358; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used in the common bile duct during a papillotomy procedure performed on (B)(6) 2025. During the procedure, the cutting wire broke during the incision of the papilla. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event.